Event description:
It was reported that the device had a bubbled/delaminated downstream occlusion sensor seal. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal to be buckling. The dso and uso seals were replaced. The event history log was reviewed, and functional testing was performed. The device then passed all functional tests. Service history review had no indication that the complaint was related to a service of the device within the review period.